Event description:
It was reported by the sales rep that during a case the "new introducer in the proplege coronary sinus device, pr9 was leaking back through the hemostatic valve prior to the device being placed through it." The device was placed without incident and worked fine during the case, however, when removed the valve was failing to remain hemostatic. There was no stated patient injuries.

Manufacturer narrative:
Evaluation: the introducer was visually inspected and the leaking was confirmed. A tear was found on the hemostasis valve. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A CAPA has been initiated in regard to the introrc leaking complaints. Instructions for use were reviewed and found appropriate. A review of manufacturing records for this lot was performed. (B)(4). Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device currently under evaluation into root cause.